Manufacturer narrative:
D10 concomitant product: vlocm0603, vlocm0603 v-loc* 90 4-0 vio 15cm v20x12, (lot # a5l1090vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic thyroid procedure, while suturing the linea alba cervicalis, the thread of one suture broke and its needle got bent. The next suture used had its needle detached from the thread. Since two sutures had issues in a row, another suture from another manufacturer was used by the surgeon to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture and one needle. The needle was returned attached to the suture. Additionally, the needle was bent at half of it's length. The suture was returned broken 5-9/16 from the needle attachment point. The measurement was taken with an aluminum rule. The foil pouch was not returned for evaluation. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Instrument marks were noted near the bend site. It was reported that the thread of one suture broke and its needle got bent. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.